Manufacturer narrative:
Block h6: patient code e1310 captures the reportable event of recurrent urinary tract infections.

Event description:
It was reported that an advantage fit sling was implanted in the patient. On (B)(6) 2018, the patient returned to the same surgeon for division of the suburethral sling due to voiding dysfunction. At that time, the patient was evaluated for recurrent urinary tract infections, with concern for possible mesh involvement in the bladder.

Manufacturer narrative:
Block h11: correction to blocks b2: outcomes attrib to adv event and h6: patient code. Block h6: the following imdrf patient codes capture the reportable events of e1310 - recurrent urinary tract infections. E2006 - possible mesh involvement in the bladder.

Event description:
It was reported that an advantage fit sling was implanted in the patient. On (B)(6) 2018, the patient returned to the same surgeon for division of the suburethral sling due to voiding dysfunction. At that time, the patient was evaluated for recurrent urinary tract infections, with concern for possible mesh involvement in the bladder.